Manufacturer narrative:
Continuation of d10: product ID: 8637-20, serial# unknown, product type: pump. Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8637-20, serial/lot #: unknown. Product ID: neu_ascenda_cath, serial/lot #: unknown. Product ID: neu_ascenda_cath, serial/lot #: unknown. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿intrathecal baclofen therapy in children: testing, dose-finding, and complications¿a single-center experience.¿ the patient's were implanted with a 20 ml medtronic synchromed ii pump and an ascenda intrathecal catheter. For most patient's, the selected baclofen concentrations were either 500 or 1000 mcg/ml with an average dose of 69 mcg/day. Among patients' adverse events/device performance issues included: 1. 1 patient experienced an abdominal wound dehiscence with a subcutaneous abscess approximately 1 month post surgery. A few days af ter the first revision, a second wound dehiscence occurred, complicated bystaphylococcus aureus meningitis, which ultimately led to material explantation. 2. 1 patient developed an early abdominal pouch hematoma that eventually became infected with staphylococcus aureus and required three revision surgeries. 3. 1 patient developed an abdominal pseudomeningocele, subsequently infected with staphylococcus aureus and underwent a single revision 15 days postoperatively. 4. 1 patient experienced a late-growing lumbar pseudomeningocele that eventually required surgery more than 3 months after implantation.